Event description:
(B)(4) study. It was reported that post stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented at the time of the index procedure due to silent ischemia. Cardiac catheterization revealed a 80% stenosed, 18mm long lesion located in the mid left anterior descending artery (lad) with a reference vessel diameter of 3.5mm. This was treated with direct stent placement of a 3.50x20mm taxus element stent with a 0% residual stenosis. A non-target lesion located in the mid right coronary artery (rca) was treated with balloon angioplasty and placement of overlapping of a 2.3x23mm and 2.75 x 23mm non-bsc stent delivery system with good angiographic results. The same day post procedure, the patient had a elevated troponin (peak troponin value=0.50ng/ml, uln=0.04ng/ml) and was diagnosed as having a myocardial infarction with no ischemic symptoms. No actions were taken to treat this event. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).